Manufacturer narrative:
(B)(4). The insulin pump involved int his event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's insulin pump was no longer working. His or her blood glucose was unknown at the time of reporting. It was stated that a battery was leaking into the battery compartment. The insulin pump is being returned. No additional information was reported.

Manufacturer narrative:
The pump was received with all operating currents within specification. The pump passed the self test. However, the pump had a corroded battery tube, a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the lcd window, a scratched reservoir tube window, and a missing endcap sticker.